Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during insertion of cannula the tip of outer sheath was torn as a result of which line could not be inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient was admitted for infusional chemotherapy. Patient was planned for usg guided PICC line insertion however during insertion of cannula the tip of the catheter sheath (safety cannula) was torn, as a result of which the line could not be inserted.